Event description:
The customer reported obtaining negative anion gap (agap) results due to erroneously low sodium (na) and high bicarbonate (co2) patient results, on their au5800 clinical chemistry analyzer (part number b96698, serial number (B)(6)). Customer indicated patient samples were repeated on secondary analyzer that generated results within specified range. There was no erroneous patient results reported outside the laboratory. There was no report of change to treatment, injury or death associated with this event. The customer did not provide patient demographics.

Manufacturer narrative:
The customer technical support (cts) provided routine troubleshooting assistance, and the customer replaced the sample probe and bicarbonate (co2) reagent to resolve the issue. Section a2, a4 and a5: information not provided by the customer. The beckman coulter internal identifier is (B)(4).